Event description:
Pt with bard g2x/eclipse ivc filter placed in 2013 presents with ivc and bilateral lower extremity thrombosis. Filter leg found to be fractured and embedded in vertebral body. Dates of use: 3 years. Diagnosis or reason for use: dvt.